Event description:
Patient had partially removed the feeding tube. The tube cannot be re-advanced once initially placed. The nurse attempted to completely remove the tube but it became stuck. The doctor numbed the patient's nose, inserted a guide wire and utilized surgical forceps to remove the tube.what was the original intended procedure?remove the feeding tube by gently pulling it out.